Event description:
Patient states they suffer from beast cancer but it is in remission. Patient also stated that they had the durolane shot, it bothered them for a couple days but it no longer does. Patient reported the onset of the event as "since the start of therapy". Bilateral primary osteoarthritis of knee.